Event description:
Additional information was received from the doctor's office via letter. Doctor's office was asked if the medtronic device/therapy causal or contributory with respects towards the hospitalization/MRI of c-spine and brain and the office answered unknown. They have not seen the patient since (B)(6) 2022.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial #: (B)(6), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial #: (B)(6), implanted: (B)(6) 2017, product type: lead. Sectother relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 12-jul-2021, UDI #: (B)(4). Product ID: 977a260, serial/lot #: (B)(6), ubd: 24-may-2021, UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt reported she had issues since they put device in. Pt stated she had irritation and actually burning skin when charging ins and the would last awhile and then developed infection and had staph infection and had all the antibiotics and stated this all was (B)(6) 2017. Pt stated that she had "cellulitis" and that is different from a staph infection. Pt stated the issue has not been resolved. Pt stated she is in pain in the ins area all of the time. Pt stated this pain went on for a couple of years. Pt stated she has not charged the ins in over a year and she will not charge it. Pt wants to have the ins and leads taken out. Pt stated the lead wires are in a big knot in her back. Pt stated it felt like something was tied in a knot in the middle of her back. Pt stated she had developed osteoporosis since this was implanted. Pt stated she had had many issues that have happened as a result of this implant. Pt stated the only thing that will resolve this was she was going to see new doctors and try to get this implant and leads taken out.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was caller reported that patient's (pt) ins has not been turned on or charged since 2022. Tss reviewed the option of possibly restarting the ins and also, the use of the MRI eligibility form. Technical services (tss) emailed caller the MRI eligibility form, implant manual, and scs MRI guidelines.